Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's left anterior descending artery (lad). Upon the initial balloon catheter inflation attempt, the balloon failed to inflate up to 8 atmospheres (atm) of pressure. In response, negative pressure was pulled and new solution was placed by standard hosp protocol. Subsequently, an attempt to reinflate the balloon to 7 atm was made; however, the balloon failed to inflate. The sds was withdrawn from the pt. Upon withdrawal, the stent was not observed to be on the balloon catheter. Under fluoroscopy the stent appeared to be undeployed in the proximal lad. In an unsuccessful attempt to deploy the stent, an nc bandit balloon catheter was introduced. A distal stent flaring maneuver to 4 atm was also reported. It was subsequently observed that there was haziness at the septal ostium and in the proximal lad. The nc bandit balloon catheter was removed and a life stream balloon catheter was introduced and inflated to 12 atm in the proximal lad and at the original target lesion site. Subsequently, a clot was observed at the original target lesion site and resolution of the proximal clot. The lesion was recrossed with a new s'port wire. Subsequently, attempts were made to advance a second stent; however, these attempts were unsuccessful because the sds would not advance beyond the proximal lad. Subsequently, the proximal lad was dilated with a life stream balloon catheter resulting in good flow with a good lumen and the clots virtually were gone. Final visualization of the vessel showed the clots to be resolved and a good patent lumen in the lad proper. Fluoroscopy also showed the septal perforator, ostium improved. The pt was transferred to the ccu with stable vital signs, EKG and no chest pain. The pt would be considered for possible elective coronary artery bypass graft surgery after further discussion and eval. On the evening post the procedure, cadiovascular consultation was requested in response to the report of chest pain and EKG changes. After eval of the cath data and discussion with the pt, it was decided that thhe pt would proceed with emergency coronary artery bypass grafting x 2. There were no add'l complication reported relative to this event.